Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver resection, the surgeon was able to squeeze the handle, the clips were able to load properly into the jaws, but the jaws were not able to close, so the device did not fire. Another device was used to complete the case.